Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. The customer reloaded the cartridge to resolve the issue. There was no adverse impact to the customer's blood glucose level.